Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a low blood glucose event. The customer's blood glucose was 43 mg/dl. Customer also reported they were sweating due to their low blood glucose. The customer treated their low blood glucose with juice. Customer's blood glucose rose to 112 mg/dl. Customer also stated they were feeling better after treating their blood glucose. The customer was also advised to not calibrate their sensor when their blood glucose was changing. Customer also reported a bent sensor the last time they had used their continuous glucose monitoring system. No additional information provided.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed for high readings. The second sensor passed with accurate readings. Both sensor cannulas were bent. It could not be confirmed if the customer received the sensors in said condition due to the customer returning the sensors opened and used.